Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2015- patient was diagnosed with left scrotal hernia thereby underwent open repair with implant of perfix plug. Per op notes, ¿a hernia sac was identified in the left inguinal region and was dissected. A perfix plug was placed and sutured. The patch was then sutured to the floor of the canal¿. (B)(6) 2019- patient was diagnosed with umbilical hernia, recurrent indirect left inguinal hernia, thereby underwent robotic assisted laparoscopic repair with implant of synthetic mesh. Per op notes, ¿an umbilical hernia was identified and resected. An indirect recurrent left inguinal hernia was identified and was dissected. A synthetic mesh was placed as an overlay to the fascial defect and sutured¿.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2011) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4 (catalog no, lot no, UDI, expiry date), g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.